Manufacturer narrative:
Device mfg records were reviewed. Review of the mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the pt had his vns device replaced in 2009 due to an infection. The location of the infection is not known at this time. Review of mfg records confirms that the device was sterile prior to distribution. Attempts for further info and product return have been unsuccessful to date.